Manufacturer narrative:
The complaint device was returned for evaluation. Visual inspection was performed and found no anomalies. Technical evaluation was performed which confirmed the reported issue of there being no ECG waveforms on the display. The ECG pcb board was replaced. The technician checked for case damage, inspected the circuit boards, calibrated the nibp, updated the software to c00 c01 c13 c15 c20 yds, set the software to h.15.41, and tested the device on a simulator. The display test, ECG test, ibp test, nibp test, on/off power test, spo2, temperature test, and final visual inspection all passed. Based on the reported event and the return device evaluation it was determined that the root cause for the failure to display ECG waveforms was due to aged parts and determined that this was not related to a previous repair. No additional investigation is required. This type of event will continue to be monitored.

Event description:
Reportedly, post repair, during return from vendor inspection the device did not display ECG wave forms. The device was tested with philips cables. There was no patient involvement.